Manufacturer narrative:
Unit had intermittent button response due to corroded keypad traces on up arrow button. No unexpected number ramping or scroll bar moving with no input noted. Unit had cracked reservoir tube lip and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 59 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.